Event description:
On 5/7/1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: physical injuries, pain and suffering, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension and emotional distress. Plaintiff suffers from type-I latex allergy.